Event description:
It was reported that the physician made a general observation that the incision tool was not sharp enough, and required multiple attempts to make a puncture in the skin in order to deliver the implantable cardiac monitor. There was no patient involvement in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).